Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed due to moisture seen inside receiver screen, dents on receiver screen. The receiver will not boot, charge or turn on. The customer complaint was undetermined because reported fault could not be reproduced due to receiver not turning on. The reported event of no audio output was not determined. A root cause could not be determined.